Manufacturer narrative:
The lead under complaint was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the lead was not returned for analysis. Based on the information available for analysis, the root cause of the clinical observation could not be determined. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Ous MDR - it was reported that 48 months after the implantation, during a follow-up oversensing and 3 inappropriate shocks were noted in the device memory. The patient said she fell down with bad injuries. Since that time the episodes had been recorded. The device was reprogrammed; tachy protection was switched off and is now working now as a crt-p. No adverse patient side effects were reported.